Event description:
Procedure performed: laparoscopic cholecystectomy. Detailed description of event: from medwatch #: (B)(4). The exact date of the event is unknown, but it is listed as august 2019 on the medwatch form. This occurred in the or of a hospital. Event description: "or staff were performing a laparoscopic cholecystectomy. Once the gallbladder was ready to be removed, they inserted the inzii universal retrieval system. They placed the gallbladder in the bag and went to close it when the retrieval device fell apart into serval different pieces inside the patient's abdomen. The pieces were intact and able to be removed by physician after numerous attempts. Two of these bags were opened, due to one being contaminated at the beginning of the case. The lot numbers on these were 1346254 and 1351044 - it is unknown which lot number belongs to the defective retrieval system because both wrappers were in the garbage. An x-ray was taken at the end of the procedure and per radiologist, no foreign objects were seen." The original intended procedure was a laparoscopic cholecystectomy and the problem that the user had was that the device failed (e.g. Broke, couldn't get it to work, or stopped working). This is not a laboratory device or laboratory test. Additional information was received from ms, mba, clinical engineer, corporate clinical engineering, via e-mail on november 12th, 2019: "I apologize for the delay in answering your questions. The bag contamination at the beginning of the case was not a product defect, just a note from the procedure record to explain why the exact lot number is not known for the report. It could be one of the two although staff could not recall which one it was. The event occurred on 8/30/2019, and it is unknown what happened to the defective product. We report/manage multiple hospitals within the health system, so this particular hospital handles their own returns internally. The product was not immediately discarded, but I was unable to retrieve confirmation or shipping information for any returned product." Additional information was received from ms, mba, clinical engineer, corporate clinical engineering, at hospital, via e-mail on december 2nd, 2019: "unfortunately, I haven¿t heard anything back from the staff involved at the time of the procedure to obtain more details. The bag did break, but the number of pieces were not provided, nor were any images or further description." It has been confirmed that the bag broke. No information was able to be provided on if the prongs were exposed. Type of intervention: "the pieces were intact and able to be removed by physician after numerous attempts." Patient status: no patient injury occurred.

Manufacturer narrative:
This report is to correct the device code provided in the initial report (2027111-2019-00648). The device code is to change from "2907- detachment of device or device component" to "1546-material rupture".

Event description:
Procedure performed: laparoscopic cholecystectomy. Detailed description of event: from medwatch #2300200000-2019-8002. The exact date of the event is unknown, but it is listed as (B)(6) 2019 on the medwatch form. This occurred in the operating room of a hospital. Event description: "operating room staff were performing a laparoscopic cholecystectomy. Once the gallbladder was ready to be removed, they inserted the inzii universal retrieval system. They placed the gallbladder in the bag and went to close it when the retrieval device fell apart into serval different pieces inside the patient's abdomen. The pieces were intact and able to be removed by physician after numerous attempts. Two of these bags were opened, due to one being contaminated at the beginning of the case. The lot numbers on these were 1346254 and 1351044 - it is unknown which lot number belongs to the defective retrieval system because both wrappers were in the garbage. An x-ray was taken at the end of the procedure and per radiologist, no foreign objects were seen." The original intended procedure was a laparoscopic cholecystectomy and the problem that the user had was that the device failed (e.g. Broke, couldn't get it to work, or stopped working). This is not a laboratory device or laboratory test. Additional information was received from (B)(6), via e-mail on (B)(6) 2019: "I apologize for the delay in answering your questions. The bag contamination at the beginning of the case was not a product defect, just a note from the procedure record to explain why the exact lot number is not known for the report. It could be one of the two although staff could not recall which one it was. The event occurred on (B)(6) 2019, and it is unknown what happened to the defective product. We report/manage multiple hospitals within the health system, so this particular hospital handles their own returns internally. The product was not immediately discarded, but I was unable to retrieve confirmation or shipping information for any returned product." Additional information was received from (B)(6) at hospital, via e-mail on (B)(6) 2019: "unfortunately, I haven¿t heard anything back from the staff involved at the time of the procedure to obtain more details. The bag did break, but the number of pieces were not provided, nor were any images or further description." It has been confirmed that the bag broke. No information was able to be provided on if the prongs were exposed. Type of intervention: "the pieces were intact and able to be removed by physician after numerous attempts." Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is also a follow-up report in response to medwatch #2300200000-2019-8002.

Manufacturer narrative:
No product is being returned for evaluation but two lot numbers (lot# 1346254 & lot# 1351044) are provided as it is unknown which lot number belongs to the event unit. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. This report also is in response to medwatch #2300200000-2019-8002.

Event description:
Procedure performed: laparoscopic cholecystectomy. Detailed description of event: from medwatch #2300200000-2019-8002 the exact date of the event is unknown, but it is listed as august 2019 on the medwatch form. This occurred in the or of a hospital. Event description: "or staff were performing a laparoscopic cholecystectomy. Once the gallbladder was ready to be removed, they inserted the inzii universal retrieval system. They placed the gallbladder in the bag and went to close it when the retrieval device fell apart into serval different pieces inside the patient's abdomen. The pieces were intact and able to be removed by physician after numerous attempts. Two of these bags were opened, due to one being contaminated at the beginning of the case. The lot numbers on these were 1346254 and 1351044 - it is unknown which lot number belongs to the defective retrieval system because both wrappers were in the garbage. An x-ray was taken at the end of the procedure and per radiologist, no foreign objects were seen." The original intended procedure was a laparoscopic cholecystectomy and the problem that the user had was that the device failed (e.g. Broke, couldn't get it to work, or stopped working). This is not a laboratory device or laboratory test. Additional information was received from ms, mba, clinical engineer, corporate clinical engineering, via e-mail on november 12th, 2019: "I apologize for the delay in answering your questions. The bag contamination at the beginning of the case was not a product defect, just a note from the procedure record to explain why the exact lot number is not known for the report. It could be one of the two although staff could not recall which one it was. The event occurred on 8/30/2019, and it is unknown what happened to the defective product. We report/manage multiple hospitals within the health system, so this particular hospital handles their own returns internally. The product was not immediately discarded, but I was unable to retrieve confirmation or shipping information for any returned product." Additional information was received from ms, mba, clinical engineer, corporate clinical engineering, at hospital, via e-mail on december 2nd, 2019: "unfortunately, I haven¿t heard anything back from the staff involved at the time of the procedure to obtain more details. The bag did break, but the number of pieces were not provided, nor were any images or further description." It has been confirmed that the bag broke. No information was able to be provided on if the prongs were exposed. Intervention: "the pieces were intact and able to be removed by physician after numerous attempts." Patient status: no patient injury occurred.